Event description:
It is reported that during a procedure in 2008, the physician was trying to detach the humeral and ulna component with the bushing. The humeral and ulna needed to be detached before the cement dried. The physician was unsuccessful detaching correctly due to the tip of the pin removal tool being "mushroomed."

Manufacturer narrative:
Evaluation summary: the end of the device may get damaged if subjected to high impact load. The exact cause cannot be made with certainty. Evaluation: the tool exhibits deformation, damage and grinding marks on the unlock end of the device. Energy dispersive spectroscopy analysis showed fe, cr, ni and cu elemental peaks in the spectrum typical of 17-4 ph stainless steel. Material hardness and dimensions of the unlock feature conform to the existing print specification.